Event description:
Tight diameter at bifurcation would not allow the contralateral wire to be advanced into the limb. A retroperitoneal cutdown was performed and the limb was sewn to the vessel. Final angiogram showed a superior attachment system leak, but was not resolved. The final outcome of this implant was reported to be successful.